Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with insulin injections. Patient was also found positive for high ketones. The patient also had symptoms of vomiting, headache and sweating. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009359, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009359. The count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009359 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 25-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.